Manufacturer narrative:
The pt remains ongoing and no further issues were reported. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt found that the threaded insert on his battery clip was loose. The hosp staff had checked the battery clip for this issue in (B) (6) 2009, and the battery clip passed inspection at that time. The battery clip was replaced without incident. No further issues were reported.